Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the reservoir had air bubbles. The blood glucose reading was 400 mg/dl, which was treated for with the insulin pump. Upon troubleshooting, the customer declined to continue with priming process and insisted that this would waste his insulin and not solve the issue. Advised the customer to discontinue refrigeration of the insulin. The customer did not want to troubleshoot the issue. Advised the customer to return the reservoir for analysis. Nothing further reported.